Manufacturer narrative:
(B)(4). Stroke and hypotension may occur during this type of procedure and is listed in the instructions for use. Stroke and hypotension are known potential adverse events associated with the use of the product. The reported hospitalization was in response to the pt symptoms. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported pt adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported via a trial that the pt experienced a stroke and hypotension during the procedure after the implantation of the xact stent in the left internal carotid artery. The pt was given dopamine and neosyn. The pt's stroke symptoms have improved, but are continuing. The pt was discharged home five days later. There was no additional information provided.